Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted due to impedance and threshold increased significantly over past 2 years. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 60 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil, ring electrode and fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances and pacing thresholds. Furthermore, the insulation was found damaged and the conductor cable leading to the ring electrode fractured at 34.5 cm proximal to the lead tip. These damages probably occurred due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.